Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the leads were attached to the implantable cardioverter defibrillator (ICD), a lead needed to be disconnected to reposition the lead. When the lead was attempted to be secured to the device, it was not possible to secure the lead. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.